Manufacturer narrative:
Regarding the correct date for conmed/aspen labs is 2/23/1998. Even though the letter alerting conmed/aspen labs about this malfunction was received at conmed/utica on 1/29/1998, the letter was not opened at conmed/utica until 2/23/1998. Investigation of the complaint has been completed. The original complaint stating that "the pedals of cut and coag were placed the other way around." Was received by aspen labs 2/23/1998. The device in question was not returned for evaluation by aspen labs. An MDR was filed with the FDA on this incident based upon the info provided that although no injury occurred, reoccurrence could cause or contribute to a serious injury. No evaluation at aspen labs was possible, however a records review of the device was completed. The foot switch is mfg by an OEM supplier and then packaged at aspen labs with a foot switch cable to become a compete assembly. The records review, did not indicate any previous problems with this device however it did indicate that the "cut" and "coag" labels for the pedals are applied by an operator in mfg at the OEM supplier's. A previous investigation by aspen labs into this OEM process found that until approximately 12 months ago, the same operator did their own final qc check. The OEM process was then revised to have an independent operator to the qc check. Thus while the problem described above was due to the pedal labels being reversed, the lot code indicates the device had been shipped to aspen prior to this change. While co's are very interested in providing co's customers with highest possible quality products an occasional mistake is made. The OEM supplier has improved their process and aspen labs incoming qc records for the past several months indicate they have apparently eliminated this type of error.

Event description:
The pedals of cut and coag were placed other way round.